Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 155 mg/dl. The customer had actually completed no delivery troubleshooting and the device appeared to be functioning as designed; however, when the customer programmed a bolus the insulin pump alarmed no delivery again. The customer confirmed that he has not tried all remedies yet, including trying different cannula lengths. The infusion set cannula was inspected and it was not bent. The customer was advised to monitor the insulin pump and call back if problems persisted. The insulin pump was not reviewed for analysis.